Event description:
Customer contacted asante: "however, I have had some issues with the plastic tubing staying attached to the part that screws into the insulin cartridge. Twice now, they have disconnected. I am planning on contacting distributor with the model and lot numbers and other information they will need. I did think asante would want to be kept apprised of that situation though. It is not real handy having to change out everything at work." Asante had follow-up conversation with customer. Customer stated that this has happened with 2 different infusion sets so far. Should it occur anymore, customer will have second thoughts about using snap. Customer did state that the expiration date on the infusion sets was (B)(6) 2014.

Manufacturer narrative:
This MDR has been made since a similar event has let to a recall. This event was wrongly not reported to the FDA in a timely manner. In (B)(6) 2013, a voluntary product recall for the device was initiated and reported to the FDA under report. According to the evaluation, result code which is an extract of the information sent to the FDA in relation to the recall. Used device: no used devices were returned for investigation. Reference samples: the reference samples were visually inspected and tested for flow, leak and static pull of tubing-asante connector. The tubing was detached from the asante connector (5 samples). The flow and leak tests were found within specifications. Unomedical a/s received the complaint through asante solutions, the distributor of the infusion set. The internal reference number for this compliant at asante solutions is (B)(4).